Event description:
The customer reported that the device, 00505800100, surgairtome two handpiece, was being during an unknown procedure on (B)(6) 2023 when it was reported, ¿hot no injury unit has never been serviced.¿. There was no report of injury, medical intervention, or hospitalization for the user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device was overdue for preventative maintenance(pm). Additionally, corrosion was found inside the device. The device was serviced, and then tested meeting all specifications. While a root cause cannot be determined, a likely cause of this event is due to the device not receiving preventative maintenance. A device history review (DHR) review was not conducted as the device has been in the field for greater than 12 months. The service history was reviewed, and no prior data was found. A two-year review of complaint history revealed there has been a total of 7 complaints, regarding (B)(6) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.003. Per the instructions for use, the user is advised the following: regular and proper maintenance of your hall surgairtome two drill and related equipment are the best ways to protect your investment. It is essential that you have your powered surgical instruments serviced as scheduled in order to retain their optimum performance and reliability, which will reward you with safer, less problematic product performance over time. The recommended maintenance interval is 12 months. We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text : device not yet received.

Event description:
The customer reported that the device, 00505800100, surgairtome two handpiece, was being during an unknown procedure on (B)(6) 2023 when it was reported, ¿hot no injury unit has never been serviced.¿. There was no report of injury, medical intervention, or hospitalization for the user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.